Event description:
The home patient (hp) contacted global technical services regarding a system error 2240 alarm which occurred on the homechoice (hc) during dwell 2 of 4 of a previous therapy. The hp confirmed the bags were not properly connected and that he was connected at the time of the alarm. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr advised the hp to replace the bag that was already connected and never to connect during priming. The hp confirmed to contact the nurse regarding the air detection alarm, reconnecting bags, and using same supplies twice. The hp stated he did not call the previous night as he did not have phone service where he lived. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance relayed report to the hp's nurse of this event. The nurse confirmed proper procedures would be reviewed again with the hp.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable because the bag was not connected tight. The hp confirmed the bags were not properly connected and that he was connected at the time of the alarm. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.